Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted on (B)(6)2003 and involved in this event: pct281218/021270402 and pca280300/021364806.

Event description:
On (B)(6) 2003, this pt was implanted with five gore excluder bifurcated endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, the pt was admitted to the hospital for back pain and a syncopal episode. On (B)(6) 2011, a computed tomography scan reportedly demonstrated that the implanted contralateral leg component had disconnected from the contralateral gate of the trunk-ipsilateral leg component, reportedly causing causing a type iii endoleak and aneurysm enlargement (amount unk). On (B)(6) 2011, an additional procedure was performed whereby an additional contralateral leg component was implanted to fix the type iii endoleak. It was reported that the trunk-ipsilateral leg component and aortic extender component implanted on (B)(6) 2003 had migrated distally, causing the contralateral leg component to migrate distally. It is unk what caused the device migration. An aortic extender component was also implanted for proximal extension. Final angiography showed no evidence of endoleak, and the pt tolerated the procedure.